Manufacturer narrative:
The device has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 457 mg/dl with moderate ketones and vomiting associated with a remaining insulin reading issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the cartridge was reading 0-20 units less than what was in the cartridge. This malfunction is being ruled out based on the following: this complaint is not being reported because pump will alarm prior to a low cartridge. The alleged issue said to be an annoyance or inconvenience; there was no allegation that the alarm could not be detected by the user. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.